Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient (pt) was able to connect with the ins they saw a por message. Patient services reviewed how to bypass the por message. After bypassing the por message the patient was able to turn stim on. The troubleshooting steps that were taken on the call resolved the issue.  There were no patient complications reported as a result of this event.